Event description:
It was reported a patient's atrial lead presented with failure to capture. Fluoroscopy was performed prior to procedure. The lead was explanted and replaced in an operation on (B)(6) 2022. Post-procedure the patient was stable.

Manufacturer narrative:
The reported event of loss of capture was not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.